Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist offered to dispatch service to the customer site, but the customer declined. The customer also declined to provide any additional information. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to an emergency room physician, who questioned it. The sample was repeated on the same instrument, resulting lower. The sample was also tested on an alternate platform, correlating with the repeat result from the advia centaur cp instrument. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.